Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had migrated into her uterus, causing perforation of her fallopian tubes"), device expulsion ("device had migrated into her uterus, causing perforation of her fallopian tubes") and uterine perforation ("perforation uterus") in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gestational diabetes (2008) and type 2 diabetes mellitus (2008-2011). Concomitant products included alprazolam (xanax) since 2016 and levothyroxine since 2014. In 2006, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower, uterine perforation (seriousness criterion medically significant), weight increased ("weight gain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), rash ("skin rash") with blister and eczema, migraine ("migraine headaches"), tooth disorder ("dental problems"), neuropathy peripheral ("neuropathy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastric bypass ("gastric bypass /gastric sleeveince/gastrointestinal / digestive system condition"), arthritis ("arthritis"), neck pain ("neck pain"), the first episode of arthralgia ("hip pain"), pain in extremity ("hand and feet pain"), musculoskeletal pain ("shoulder pain"), the second episode of arthralgia ("joint pain") and headache ("headaches"). The patient was treated with metformin (glucophage), metformin, surgery (hysterectomy, bilateral salpingectomy and right ovarian cystotomy) and surgery (bilateral salpingectomy and right ovarian cystotomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia, migraine, tooth disorder, neuropathy peripheral, vaginal discharge, fatigue, gastric bypass, arthritis, neck pain, pain in extremity, musculoskeletal pain and headache outcome was unknown and the rash was resolving. The reporter considered arthritis, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, gastric bypass, headache, menorrhagia, migraine, musculoskeletal pain, neck pain, neuropathy peripheral, pain in extremity, rash, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). The reporter commented: on (B)(6) 2014, patient underwent a bilateral salpingectomy and right ovarian cystotomy, during which the essure device was successfully removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: confirming full occlusion of fallopian tubes pregnancy test - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2014: device had migrated into her uterus, causing perfo on (B)(6) 2014, determine via ultrasound, the device had migrated into her uterus, causing perforation of her fallopian tubes. Approximate weight at the time of essure placement 170 lbs. Most recent follow-up information incorporated above includes: on 28-jun-2018: pfs and medical record received. Event headaches added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had migrated into her uterus, causing perforation of her fallopian tubes"), device expulsion ("device had migrated into her uterus, causing perforation of her fallopian tubes") and uterine perforation ("perforation uterus") in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gestational diabetes (2008) and type 2 diabetes mellitus (2008-2011). Concomitant products included alprazolam (xanax) since 2016 and levothyroxine since 2014. In 2006, the patient had essure (ess205) inserted. On 14-aug-2014, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower, uterine perforation (seriousness criterion medically significant), weight increased ("weight gain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), rash ("skin rash") with blister and eczema, migraine ("migraine headaches"), tooth disorder ("dental problems"), neuropathy peripheral ("neuropathy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastric bypass ("gastric bypass /gastric sleeveince/gastrointestinal / digestive system condition"), arthritis ("arthritis"), neck pain ("neck pain"), the first episode of arthralgia ("hip pain"), pain in extremity ("hand and feet pain"), musculoskeletal pain ("shoulder pain") and the second episode of arthralgia ("joint pain"). The patient was treated with metformin (glucophage), metformin, surgery (hysterectomy, bilateral salpingectomy and right ovarian cystotomy) and surgery (bilateral salpingectomy and right ovarian cystotomy). Essure (ess205) was removed on 24-sep-2014. At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia, migraine, tooth disorder, neuropathy peripheral, vaginal discharge, fatigue, gastric bypass, arthritis, neck pain, pain in extremity and musculoskeletal pain outcome was unknown and the rash was resolving. The reporter considered arthritis, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, gastric bypass, menorrhagia, migraine, musculoskeletal pain, neck pain, neuropathy peripheral, pain in extremity, rash, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). The reporter commented: on 24-sep-2014, patient underwent a bilateral salpingectomy and right ovarian cystotomy, during which the essure device was successfully removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: confirming full occlusion of fallopian tubes on (B)(6) 2014, determine via ultrasound, the device had migrated into her uterus, causing perforation of her fallopian tubes. Approximate weight at the time of essure placement 170 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:date of birth,treatment drugs added. Events: weight gain, abnormal vaginal bleeding, menorragia, blisters on hand and feet, eczema, migraines headaches, dental problems, vaginal discharge, fatigue, perforation uterus, gastrointestinal / digestive system condition, arthritis, neuropathy, neck pain, hip pain, hands and feet pain, shoulder pain, joints pain and diabetes were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had migrated into her uterus, causing perforation of her fallopian tubes") and device expulsion ("device had migrated into her uterus, causing perforation of her fallopian tubes") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower. The patient was treated with surgery (bilateral salpingectomy and right ovarian cystotomy) and surgery (bilateral salpingectomy and right ovarian cystotomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea and fallopian tube perforation to be related to essure (ess205). The reporter commented: on (B)(6) 2014, patient underwent a bilateral salpingectomy and right ovarian cystotomy, during which the essure device was successfully removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: confirming full occlusion of fallopian tubes. On (B)(6) 2014, determine via ultrasound, the device had migrated into her uterus, causing perforation of her fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.